Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 20mg/dl. The customer fell and experienced minor abrasions of the elbow. Reportedly, the customer had administered a manual injection in addition to receiving basal insulin. Customer consumed carbohydrates to resolve bg level. Additionally, the pump could not be charged despite the attempt of multiple power sources. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.